Manufacturer narrative:
No analysis was performed as the device has not been returned. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that a breakage of the tip of the tool was confirmed before use. Another product was therefore used instead. It was noted that there was no delay in the procedure and the patient had no injury.